Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed no suture was present. The device was removed over a guide wire and a second proglide device was attempted but with the same results; there was no suture attached to the needle plunger after removal. The second device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the femoral angiogram revealed heavy calcification at a common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch report number.